Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. Blood glucose value is unknown. The customer stated that the alarm was out of the device for longer than 10 minutes. During troubleshooting, the customer inserted a new battery and alarm occurred again. The customer was advised to discontinue the use of the device. The insulin pump would not be replaced or returned for analysis.